Event description:
Reportedly, on 5-february-2026, the transmitter is stuck on "no network".

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the transmitter display error messages "no network" and "technical problem". The transmitter is unusable. Review of the event log is currently ongoing, results will be provided on the next report.